Event description:
It was reported that patient underwent left total hip replacement in 2006, in which patient received a durom cup acetabular component. Patient's attorney reports post-op patient experienced pain and x-rays taken in 2008, show loosening. Patient was revised two months later.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.